Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 08-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) reported high impedances. The pain arise as one out of the two leads was malfunctioning. There was no external factors found. Troubleshooting included that the impedance measurement was performed several times and all times all impedance showed a value greater than 10k ohms. There was a replacement of the "broken" lead. A new lead was implanted and the patient recovered paresthesia coverage in all pain area. The issue was resolved.